Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 200 mg/dl.